Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-31141, 3006705815-2020-31142. It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, the patient underwent surgical intervention wherein all leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored. It is unknown which leads were explanted, therefore all leads are being reported.